Event description:
It was reported by service report that the lift motor power cord was cut and shorted. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power coil cable.